Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported via a call from the surgical intensive care unit rn to the clinical support specialist (css) at 0257 mdt that they had a male patient post CABG (coronary artery bypass graft) that had an intra-aortic balloon (iab) in place from surgery. Indication for use: post surgical myocardial dysfunction. The iab was inserted through the sheath via femoral approximately 5 days prior to the event. They had started to wean the intra-aortic balloon pump (iabp) last night and it was at an assist ratio of 1:2. This rn calling was assisting another rn with the high pressure alarms that they were having. The rn stated that the alarms started approximately 20 minutes ago. Since then they have not been able to run the pump for more than a few seconds without alarming. The css asked the rn to describe the bpw (balloon pressure waveform). The rn stated that it was squared off at the top with every beat. The rn also stated that there was no augmentation wave at all on the ap (arterial pressure) when the pump attempted to inflate the iab. The css explained to the rn that this was most likely related to a severe kink in the line somewhere. The rn stated that there were no visible kinks along the tubing external to the patient. The css asked if they had verified placement and the rn stated that he could look back at the x-rays. The css suggested that the rn do that, but that they may also need to do an x-ray now. The css also suggested that this would all need to be done rather quickly as they are nearing the 30 minute mark with the iab dormant that entire time. The rn also stated that the physician was on the way in and would likely remove the iab. The css recommended that if they are not able to resume pumping in the next ten minutes that they would need to remove the iab due to the risk of dislodging clots that could possibly have formed on the iab. The rn verbalized understanding. The css told the rn she would call back again in a few minutes. At 0330 the css called back and again spoke with the same rn. The rn stated that when he looked back on the x-rays that he noticed that the iab had gradually migrated lower in the aorta and the last x-ray showed it about 8 cm distal to the left subclavian artery. The css explained to the rn it was very likely that the iab may be partially in the sheath which would prevent full inflation and could cause high pressure alarms. The rn also stated that the physician had arrived a few minutes ago and the physician had removed the iab. The patient was currently very stable on minimal support without the iabp. They are not going to replace the iab.